Event description:
It was reported that the user connected a dexcom g7 continuous glucose monitor (cgm) to the dexcom app but the ilet pump did not receive glucose values because the sensor had not been started on the pump, and the agent guided the user to start and pair the correct sensor on the pump. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and education performed by support, including verification of correct sensor type selection and proper pairing workflow on the pump. Investigation of this case revealed user setup error related to incorrect or incomplete pairing and failure to start the sensor session on the pump, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.